Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a fluid loss was identified caused by a hole in tubing just above the pump; therefore, the ipp was removed and replaced. No patient complications were reported.